Event description:
Pt stated her one pump is malfunctioning - alarm keeps sounding off that there is obstruction or something like that, she doesn't remember exactly but it happened last week and she is not comfortable using it anymore. She also stated that she took the batteries out and it was still beeping so then she put it in and turned off the pump. Tried to troubleshoot the problem, but the pt is absolutely not comfortable using that pump. No other info provided. Dose or amount: 20 ng/kg/min, frequency: continuous, route: IV. Dates of use: from (B)(6) 2011 to ongoing. Diagnosis or reason for use: pah.